Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: a review of the pump black box revealed no unexplainable reboots. The data from the date of the complaint was overwritten. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power/reboots occurring. The pump was opened and there were no defects found on the power circuit. There was no moisture found internally. The returned battery cap was used for perform the investigation. The battery compartment was found to be cracked on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal. The battery cap contacts were within specifications. (B)(4).